Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The customer returned three photos for evaluation. Two photos were of the bottom of the sharps block and one photo was of a lidstock. One sharps block had a black number stamped on it and the other was left blank. The lidstock didn't belong to the 15mm needle tested in this complaint. The complaint could not be confirmed from the photos. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. A review of the certificate of conformance was not able to be performed as the lot number was unknown. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint cannot be confirmed and the root cause cannot be established from the customer photos. No further action required.

Event description:
It was reported that during post incident clear up of medical kit and prior to final disposal of io needle and needle vise, blue (25mm) needle was found to not be secured by vise and was loose in medical bag. It was possible to remove and replace the needle multiple times without the securing mechanism operating. Needle does however remain held if the vise is purely inverted. At point of use it was decided that this needle was too short for the patient and therefore this needle was unused. A different size needle (45mm) was selected and used. This used needle remained secure in its vise as expected. Clinical consequences: n/a action taken: od equipment item from the training room was used as comparison. This alternative vise worked as expected and the needle could only be removed with considerable force. In contrast, the vise from the incident will hold the needle in place if turned upside down, but the needle can be easily removed with minimal force applied. The photos attached show that the faulty vise does not have a black ink stamp (15202) on the underside as the good ood vise does. Is this a quality check mark? A 12 number indicator (presumably a month of manufacture) shows the number '5'. Other in stock items do not appear to have a black stamp. Advanced sar paramedic (north) was requested to look for similarities at ood stock at 2 other bases. Findings: 1. The black stamp is present on all the out-of-date ezio needle-vise devices. However, the in-date operational ezio needle-vises no longer display this black stamp. 2. During operational testing of some ood stock, it was found that the needle-vise operated as expect for 45mm (yellow needle) and the 25mm (blue needle). However, the vise was ineffective when used for the shorter 15mm (pink needle). This was the case with three different vise. In addition, it was noted that forcefully removing needles from the vise impacted the vise performance for subsequent use. Thus, if the vise had been used in the training setting prior to being used by the winchman reporting the fault, this could have degraded its performance.

Manufacturer narrative:
Qn# (B)(4). The device 9018-ee-005 is not sold in the us. A similar component is sold in the us. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during post incident clear up of medical kit and prior to final disposal of io needle and needle vise, blue (25mm) needle was found to not be secured by vise and was loose in medical bag. It was possible to remove and replace the needle multiple times without the securing mechanism operating. Needle does however remain held if the vise is purely inverted. At point of use it was decided that this needle was too short for the patient and therefore this needle was unused. A different size needle (45mm) was selected and used. This used needle remained secure in its vise as expected. Clinical consequences: n/a action taken: od equipment item from the training room was used as comparison. This alternative vise worked as expected and the needle could only be removed with considerable force. In contrast, the vise from the incident will hold the needle in place if turned upside down, but the needle can be easily removed with minimal force applied. The photos attached show that the faulty vise does not have a black ink stamp (15202) on the underside as the good ood vise does. Is this a quality check mark? A 12 number indicator (presumably a month of manufacture) shows the number '5'. Other in stock items do not appear to have a black stamp. Advanced sar paramedic (north) was requested to look for similarities at ood stock at 2 other bases. Findings: the black stamp is present on all the out-of-date ezio needle-vise devices. However, the in-date operational ezio needle-vises no longer display this black stamp. During operational testing of some ood stock, it was found that the needle-vise operated as expect for 45mm (yellow needle) and the 25mm (blue needle). However, the vise was ineffective when used for the shorter 15mm (pink needle). This was the case with three different vise. In addition, it was noted that forcefully removing needles from the vise impacted the vise performance for subsequent use. Thus, if the vise had been used in the training setting prior to being used by the winchman reporting the fault, this could have degraded its performance.